Manufacturer narrative:
The investigation has just started; results will be provided.

Event description:
It was reported that apollo posted a ventilator failure alarm during use. There was no injury reported.

Event description:
It was reported that apollo posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
During the on-site evaluation performed by a dräger service engineer the reported issue could not be duplicated. Log file evaluation however revealed the presence of error codes therein which indicate an issue with the ventilator motor. After replacement of the motor the device passed all tests and was returned to use. A double check of the log file made by the manufacturer confirms the validity of the initial expertise and the appropriateness of the repair measure. The log entries demonstrate that the supervisor function of the software forced a shutdown of automatic ventilation after having detected a wrong motor position. This is a safety measure to prevent from mechanical damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and, the other device functions like gas dosage and monitoring remain unaffected. The device was in operation for 12 years now; it is seen likely that beginning wear and tear at the collector disc of the ventilator motor has led to intermittent losses of electrical contact between collector and the carbon brushes which resulted in speed fluctuations and finally to a deviation between calculated (expected) motor position and the measured one. The number of similar cases is within the foreseen range of the device's risk management and thus accepted.